Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the patient presented to the emergency room with no pacing output and an inability to program the device.~~~~~